Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial reports were forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial reports were forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported while reaming for the augmented alliance glenoid, the reamer shaft with the hex ball on the tip used to ream fractured off as the patient had very hard bone. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the item and lot numbers. Inspection of the product confirms the hex tip is damaged; deformation and nicks. Review of the device history records identified no deviations or anomalies during manufacturing. A root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.